Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the x-ray was confirmed via x-ray. Patient had lost effective therapy, but it was restored post-operatively.

Event description:
Related manufacturer report number: 3006705815-2021-06120. It was reported the patient's leads had migrated. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.